Event description:
Event description cpi received information indicating this patient received an inapporpriate shock from his implantable cardioverter defibrillator (ICD). It was further reported that pacing was inhibited when the patient bent over due to oversensing.